Manufacturer narrative:
The synergy mr 3.00 x 20mm was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a hypotube shaft break at approx 62cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that shaft break occurred. The (B)(4)% stenosed target lesion was located in the mildly calcified and mildly tortuous vessel. After a non-boston scientific (bsc) guide catheter was engaged, a 3.00 x 20 synergy drug-eluting stent (des) was introduced. However, during insertion, the stent snapped about 10cm from the hub, in a location which would not enter the patient. The physician removed the detached portion of the device, and the procedure was completed with another 3.00 x 20 synergy des. There were no patient complications reported. However, returned device analysis revealed hypotube detachment 62cm from the hub; a location which could enter the patient.